Event description:
Baxter sales representative received a report of an infusion pump that free-flowed during a patient infusion. The nursing educator stated that no patient injury or medical intervention was involved when this incident occurred. Per the facility's nursing educator, the pump was programmed to infuse primary medication at 80ml/hl while the secondary was programmed to infuse at 50 mg/hr. The medication from the secondary infusion "ran in unrestricted free-flow." Potassium was known to be infused but it was unclear by the nursing educator on which rate it was being infuset at. Information regarding other medications involved, specific pump programming and patient demographics was requested but none was obtained.